Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was caller reported patient's implant "went dead, it quit working" and stated they had it replaced but they don't remember why they had to have it replaced. Caller stated they think it was due to the battery but they were not sure and they were unable to confirm that it was due to normal battery depletion. Caller later reported patient's implant "failed". Caller did not clarify what they meant by this statement. Caller unable to recall event date, but stated it had to be "some short period of time before they did this, because it didn't take them very long to replace this". Documented historical information provided and focused on caller's reason for call. Warm transferred caller to device registration at call closure as to update that patient's implant as been removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.